Event description:
It was reported that the wire tip was separated and caused perforation. The 18 mm severely calcified target lesion was located in the proximal right coronary artery with a vessel diameter of 3.00 mm. A 1.50 mm rotapro and a rotawire drive were selected for use. The devices were used to ablate the lesion approximately 10 times at 180,000 rpm for 15-20 seconds each. During ablation, due to contact with the burr, the proximal portion of the wire separated and remained in the body when the system was removed. A vessel wall perforation was noted and a non-scientific balloon was used to control the bleeding. Attempts made to retrieve the detached wire were unsuccessful and the fragment was secured with a stent. Per the assessment of the physician, the separation was considered to be more related to the case and the operator's technique, rather than a product defect. The perforation was due to a proximal vessel bend of less than 90 degrees. The vessel also maintained its shape and failed to stretch during rotablation. The procedure was completed with this device with no further complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.